Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on anterior assessed, as an unidentified (tear) opening (shell thickness within spec). And observed, an opening on anterior assessed, as surgical damage. Valve leak and/or damage: observed, a delamination partial of the valve (cohesive failure). Additional observations: crease fold and wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side deflation. Later, healthcare professional reported, "leaking from valve right side". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.